Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device at the resmed design house located in (B)(4). The reported single occurrence of system faults 74 and 188 were confirmed through review of the device logs, however, no faults were reproduced during in-house testing. The investigation determined that the device was operating to specification. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device is currently being returned to the resmed design house for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed system fault messages. There was no patient injury reported as a result of this incident.